Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported via facility medwatch# mw5068368 that a stent thrombosis occurred. The patient was appropriately anti-coagulated prior to case. During the procedure, a 2.50x16 synergy ii stent was implanted; however, immediately after placing the stent, clots were noted proximal to the stent. The procedure was completed with this device. No further patient complications were reported.